Event description:
It was reported that a patient is scheduled to undergo a revision procedure approximately 3 months post implantation due to a loosened screw/plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: plate 4 hole l 100 deg cat# 73-2643 lot# j7808009. Scrw 2.4x12mm cancelous lockng cat# 73-2412 lot# j7807639. Scrw 2.4x12mm cancelous lockng cat# 73-2412 lot# j7839737. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.